Manufacturer narrative:
(B)(4). Unknown, unknown m2a magnum acetabular component, unknown. Unknown, unknown m2a magnum taper adapter, unknown. Unknown, unknown bimetric stem, unknown. Report source, foreign - the event occurred in (B)(6). Report source, literature: borgwardt, a. Et al (2017). A randomized seven-year study on performance of the stemmed metal m2a-magnum and ceramic c2a-taper, and the resurfacing recap hip implants. The journal of arthroplasty, 1-9. Doi: 10.1016/j.arth.2017.11.061. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02735. Product location unknown.

Event description:
It was reported in a journal article that 14 patients presented with adverse local tissue reaction (altr) larger than 1x1 cm. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number/lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.